Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right atrial (ra) lead was sensing noise. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received notes the atrial lead also sustained insulation damage.